Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user ran out of sensors, reported that the ilet stopped dosing despite manual blood glucose entry, and experienced hyperglycemia; the user removed the ilet and transitioned to multiple daily injections while awaiting replacement supplies. Symptoms included elevated blood glucose. Outcomes included temporary device withdrawal and use of alternate therapy. Investigation included a review of device operation and user support interactions. Investigation of this case revealed no device malfunction could be confirmed and the cause of hyperglycemia remained undetermined. It was concluded that the event was related to use conditions with cause of hyperglycemia unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.